Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Boston scientific technical services were contacted and stated the alert was regarding out of range shock lead impedance. Exhaustive attempts were made for additional information regarding the event resolution, but was not received. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.